Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire was missing/detached. The sensor wire was not in the patient¿s body; the patient found it in her hand when she was trying to insert the sensor. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.